Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, redness, inflammation, itching, cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that approximately one month after injection in the "lateral and medial cheeks going toward the tear troughs" with a total of two syringes of juvederm voluma xc, the patient experienced edema, redness, inflammation, itching, and "unspecified cellulitis." Healthcare professional noted that adverse events are occurring "a little more medially than treated." Healthcare professional stated that the patient self treated with "some sort of topical cream," and thought it may have been an allergic reaction to the topical cream because it was so late after the injection. Patient was referred to a dermatologist, who provided a topical steroid cream and zyrtec 4 days after adverse events occurred. Symptoms continued to get "much more reactive" so patient was referred to an infectious disease specialist a week later, who treated the patient with IV antibiotics and performed "lab work" including cbc testing. Testing showed "unspecified cellulitis." Patient's symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00272 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc (lot#: vb20a50436), also a device manufactured by allergan.

Event description:
Further follow-up with the healthcare professional revealed that symptoms resolved approximately 4 months after injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately one month after injection in the "lateral and medial cheeks going toward the tear troughs" with a total of two syringes of juvéderm voluma® xc, the patient experienced edema, redness, inflammation, itching, and "unspecified cellulitis." Healthcare professional noted that adverse events are occurring "a little more medially than treated." Healthcare professional stated that the patient self treated with "some sort of topical cream," and thought it may have been an allergic reaction to the topical cream because it was so late after the injection. Patient was referred to a dermatologist, who provided a topical steroid cream and zyrtec 4 days after adverse events occurred. Symptoms continued to get "much more reactive" so patient was referred to an infectious disease specialist a week later, who treated the patient with IV antibiotics and performed "lab work" including cbc testing. Testing showed "unspecified cellulitis." Patient's symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00272((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc(lot#: vb20a50436), also a device manufactured by allergan.